Event description:
The dentist reported that after 6 years that the dental implant was installed in intra-oral region #19, the patient returned to its office complaining about the implant. With a radiography it was possible to notice that the implant was fractured and there was a little inflammation in the region.